Event description:
It was reported that there was a lead warning for low impedance on the right ventricular (rv) lead. The reading occurred while the patient was in surgery and was suspected to have been during electrocautery. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (ipg) (B)(6) 2013; 5086mri implantable pacing lead (B)(6) 2013. (B)(4).